Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedances greater than 40,000 was observed on electrodes 9, 10, 12, and 15, and some electrodes were described as ¿bad¿ and were not used. An impedance check was performed, and the device was reprogrammed to avoid the ¿bad¿ electrodes, which achieved stimulation coverage for the patient¿s pain. The issue was reported as resolved, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.